Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant indicated that there was no adverse effect to the patient (age & gender unknown) the device powered on and failed self test for defib. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll. Internal inspection found two loose screws within the device. It was not determined how these screws became dislodged, or the source of their origin. We were unable to produce the customer's report, but we suspect the loose hardware may have been a contribution. The processor/bridge/pace board and ECG board were replaced as a precaution. Evaluation of the boards did not find any indication of physical or component damage. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.